Event description:
A pump declared an alarm during insulin delivery, but there was no adverse impact on the customer's blood glucose level. The issue persisted despite attempts to load a new cartridge, and technical support resolved to replace the pump. Meanwhile, the customer opted to use multiple daily injections as a backup insulin delivery method. The customer was advised on returning the faulty pump and understood the necessary procedures.